Manufacturer narrative:
The complaint source confirmed that the product had been disposed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft fracture occurred. While using the 2.75x32mm taxus drug eluting stent, the shaft broke. The procedure was successfully completed with another of the same device. No patient complications were reported. Further information has been requested but has not been received.